Event description:
The ECG default settings on the draeger iacs c700 software vg3 monitor were lead ii for channel 1 and lead v for channel 2. ECG monitoring was done using a 6 lead monolead ECG lead-wire set. The ra lead came off, alarmed ECG leads off and both channel 1 - lead ii and channel 2 - v2 were lost at the iacs c700 and at the infinity central station (ics). The iacs c700 does not have ECG lead fall back in order to continue arrhythmia monitoring even though lead iii could be viewed via the tab "show all" in the ECG setup. In addition, when the ra lead came off, the remaining lead iii did not transmit to the ics and no ECG waveforms were saved in full disclosure.